Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 490 mg/dl. The customer reports having issue with high blood glucose. Customer's blood glucose value was 490 mg/dl. The customer reported put in a new set and reservoir because there was insulin in the reservoir compartment. The customer was assisted with troubleshoot for pump exposed to moisture. The customer states the insulin pump was exposed to fluid/moisture. Customer reports fluid in the reservoir compartment. Customer reports o-ring inside lip of reservoir compartment is missing. Assisted customer in performing self test and results were passed. Customer was advised to monitor the pump. The product was not returned for analysis.